Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelobot that a skin reaction occurred. The date of the event is an approximation. It was reported that the patient experienced an infection at the biosensor puncture site, with the onset occurring approximately on (B)(6) 2025. The biosensor had been inserted in the arm on (B)(6) 2025. At some point, the sensor was removed, and the patient noticed redness and signs of infection at the site while bathing. The patient cleaned the area during the shower and later consulted a healthcare provider (exact date unspecified), who prescribed an oral antibiotic (cephalexin; dosage and duration not specified). Additional details were obtained during a follow-up call conducted by a technical support representative on (B)(6) 2025. Following treatment, the infection and associated symptoms were resolved. As of the follow-up call, the patient was reported to be in good condition. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and probable cause could not be determined. No additional patient or event information is available.